Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter system there was an issue with leakage. The following information was provided by the initial reporter, translated from portuguese to english: stuck catheter causing blood leakage.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10

Event description:
It was reported that during use of the bd nexiva¿ closed IV catheter system there was an issue with leakage. The following information was provided by the initial reporter, translated from portuguese to english: stuck catheter causing blood leakage.